Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: a4: patient weight was update to reflect the current weight.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the report incident is related to user error.